Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to high out of range impedance on this right ventricular lead. Following the switch, there was oversensing of myopotential noise. No adverse patient effects were reported. The lead and associated pacemaker remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).